Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events of arterial peripheral thromboembolism and venous thromboembolism could not be conclusively established through this evaluation. No additional information was able to be provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 of the IFU, ¿introduction¿, lists venous thromboembolism and arterial non-central nervous system thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, this document lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a recently implanted patient was found to have diminished pulses compared to their postoperative baseline. An ultrasound revealed an occlusive thrombus in the distal segment of the right popliteal artery, thrombosis in the right femoral vein, partial acute deep vein thrombosis (dvt) of the bilateral internal jugular vein and brachycephalic vein, and acute dvt of the left subclavian and axillary veins. The thrombosis in the right femoral vein was noted to extend from the distal to mid segments. Additionally, there was reversal of flow in the posterior tibial artery, antegrade flow in the dorsalis pedis and posterior tibial artery. An occlusion of the left dorsalis pedis artery was also noted, as well as a thrombus in the superior vena cava (svc) and right atrium. The thrombosis later resolved in all areas.